Event description:
The advocate stated, that her husband's blood glucose readings had been higher than usual. While troubleshooting, the advocate performed control tests and received a result of 256 mg/dl. The normal control range was 76-109 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. The customer was sent a new contour meter kit.